Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, confirmed that the foreign material was white crystalized contamination. However, we could not identify the foreign material. The event can be detected/prevented by following the instructions for use which state: IFU state the detection method in ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿. IFU sates the preventive measure in ¿gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system¿: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white crystallized contamination in the jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.